Manufacturer narrative:
MFR report is associated with argus case (B)(4), biotene oral rinse (unspecified variant).

Event description:
My husband had a stroke and instead of spitting the biotene out he is swallowing it [accidental device ingestion]. Case description: this case was reported by a nurse and described the occurrence of accidental device ingestion in a male patient who received glycerin (biotene oral rinse (unspecified variant)) mouth wash (batch number unk, expiry date unknown) for dry mouth. The patient's past medical history included stroke. On an unknown date, the patient started biotene oral rinse (unspecified variant). On an unknown date, an unknown time after starting biotene oral rinse (unspecified variant), the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene oral rinse (unspecified variant). Additional information: adverse event information was received via call on 31 december 2018. The consumer reported that, "I am a nurse and my husband had a stroke and instead of spitting the biotene out he is swallowing it. What symptoms should I expect? I read the ingredients on it already. It's a good product and we don't have an issue with it, I appreciate it. I don't want to answer any questions about the experience; I just want to know what the possible side effects would be if this did happen."